Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error multiple times. The blood glucose reading was 20.6 mmol/l, which was treated with a manual injection of 6 units of insulin. The caller stated that the insulin pump first alarmed motor error during a prime and a second time during a bolus delivery. It was reported that the device had been exposed to an airport body scanner. Advised replacement of the insulin pump. Nothing further reported.